Manufacturer narrative:
One tapered screw-vent implant (tsv4b11) was returned for investigation. Visual inspection of the as returned product identified bone residue surrounding the external threads and the body of the implant. The neck and collar of the implant were damaged and found to be fractured. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged malfunction was confirmed. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient ID not provided/unknown.

Event description:
It was reported that the implant (tsv4b11) fractured on the neck. The implant was removed and the patient was rescheduled for new implant placement. Tooth location 19.